Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)), the patient experienced loss of stimulation. Diagnostics indicated high impedances on the lead. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Upon further review, it was determined that this event was also reported under MFR. Report number: 1627487-2018-12510.

Event description:
Additional information gathered upon further review revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.